Manufacturer narrative:
The technician replaced the two head section gas springs to repair the stretcher.

Event description:
Information received indicates the head of the stretcher is not going down.